Event description:
It was reported that the insulin pump buttons were unresponsive. Customer changed the batteries but it did not work. No further information provided.

Manufacturer narrative:
The pump had intermittent act and up button response due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked case at the reservoir tube window corners and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.